Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. The pump was received with no vibration during the self test due to a vibrator connector not being plugged in properly into the vibrator connector on the interface board. The pump had a cracked case at the display window corner and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a vibrate anomaly. Customer's blood glucose was 194 mg/dl. Customer mentioned the vibrate did not work. During troubleshooting, device did not vibrate when performing the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.